Manufacturer narrative:
This report is in response to FDA report number mw5093350. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported via regulatory agency "diagnosed with capsular contracture grade 3", "bloody nipple discharge and green/white nipple discharge, and "pain". Patient also reported via regulatory agency "chronic asthma", "excessive daytime sleepiness", "adult adhd", "depression", "anxiety", "raynauds", "possibly of fibromyalgia", "heart murmur", "gero", "been in the ER/ urgent care for asthma related issue", "chest infections", "strange yeast infections of the throat", "tested positive for strange strep infections of the throat", "hives", "muscle weakness", "chronic fatigue", "they were suicidal", "hallucinated during panic attacks", "always foggy", "eyesight was getting worse", "cyst", "a rare complication with pregnancy where body attacks the baby", and "their platelets dropped"; these events are not device related. Device remains implanted. This record is for the right side.